Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A startright representative reported via phone call of low blood glucose readings from the insulin pump. The customer stated that the warm weather in (B)(6) might have caused her to go low. The customer noticed the low readings in the morning time. The customer also noticed few low readings in the afternoon. The customer stated that she had low readings of 49 mg/dl and 60 mg/dl. The customer is working with educator for setting adjustments.